Event description:
Patient was intubated and robot was docked for surgery. The team was working to remove a tumor, and surgeons were using a suction irrigator for the davinci robot made by (B)(6). As the suction was being used it appeared the tip of the irrigation was coming off. The instrument was removed and inspected by the surgeon and appeared upon inspecting the instrument there was a crack where the grey plastic tip meets the metal causing the tip of the instrument to be unstable and looked as if it could come off into the patient when being used. A new instrument was opened, and the broken suction irrigator was removed from the surgical field.